Manufacturer narrative:
Article citation: ayoub, mohammad, and ahmed alnahrawy. ¿microshunt matchup: xen vs. Preserflo in the arena of primary open-angle glaucoma.¿ cureus, vol. 17, no. 10, 23 oct. 2025, pp. E95252¿e95252, https://doi.org/10.7759/cureus.95252. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
The article "microshunt matchup: xen vs. Preserflo in the arena of primary open-angle glaucoma" noted 6 eyes experienced 2 eyes experienced chemosis, 2 eyes experienced macular edema, 3 eyes experienced cataract, 4 eyes experienced a flat ac, 15 eyes experienced improper location with angled drain, 2 eyes experienced iritis, 2 eyes experienced blepharitis, 3 eyes experienced eye pain, 4 eyes experienced conjunctival erosion, 3 eyes experienced implant blockage by the iris, 6 eyes experienced device fracture, 1 eye experienced device migration, 31 eyes experienced hyphema, 7 eyes experienced choroidal effusion, 15 eyes experienced choroidal detachment, and an unspecified number of needling procedures were conducted. In addition, 53 eyes experienced hypotony, 2 of which required anterior chamber reformation surgery and 24 eyes experienced an increase of intraocular pressure with no noted surgical intervention needed. Some patients required surgical intervention including an unspecified number of micropulse transscleral cyclophotocoagulation (mp-tscpc) procedures and 20 unspecified secondary surgical interventions.